Event description:
It was reported that during a continent ileostomy (kpouch) procedure, the stapler was placed on the evaginated small bowel. The num closed the cartridge and amble, the surgeon awaited for 15 seconds - released basting and fired trigger to handle. Lateral pressure was applied to the trigger during firing, but it did not align with the handle. A crunch was heard and none of the staples were formed or driven from the device. The stapler was removed from the tissue and the procedure was completed with a same like device, without impact on the patient. There was no significant delay to procedure. The patient recovery was as anticipated for the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.